Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on 03 january 2024 where the lead was replaced to address the issue. Therapy was resorted post op.

Manufacturer narrative:
Corrected data: h6 medical device problem code.

Event description:
It was reported that the patient's ipg was unable to enter mir mode due high impedance on the lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.